Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was explanted for normal battery depletion. The pump contained admixture drugs and was sent to the manufacturer to be looked at. No diagnostic testing or troubleshooting was required. The product issue was resolved. The device was being used to deliver baclofen, morphine, bupivacaine, and clonidine. Morphine was programmed as the lead drug. The pump ran for a normal life and was explanted for replacement. Additional information reported there was concern the pump was under-infusing. It was noted they were attending a refill clinic for the patient on (B)(6). Additional information reported the pump was used to deliver hydromorphone. It was noted the pump had reached end of service (eos) after it had contained various drug admixtures and was replaced.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found no anomaly.